Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen is not working well [device malfunction]. Ketoacidosis [ketoacidosis]. Case description: study ID: 1706-novocare programme. Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi were not reported. This serious solicited report from egypt was reported by a patient family member or friend as "ketoacidosis (ketoacidosis)" with an unspecified onset date, "novopen is not working well (device malfunction)" with an unspecified onset date and concerned a male child patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen 4: medical history was not provided. Treatment medications included: insulin. The reporter came to the centre to replace the novopen4 for his son (patient). It was reported that the physician who follow up his son told him the son's novopen is not working as well and cause ketoacidosis and went ICU and tried to give him insulin IV via solution the boy recovered, so the physician advised him to replace the novopen 4. By investigation, the novopen is working well. Batch numbers: novopen 4: jvgv307. Action taken for novopen 4 was not reported. The outcome for the event "ketoacidosis (ketoacidosis)" was recovered. The outcome for the event "novopen is not working well (device malfunction)" was not reported. Reporter's causality (novopen 4): ketoacidosis (ketoacidosis): probable. Novopen is not working well (device malfunction): probable. Company's causality (novopen 4): ketoacidosis (ketoacidosis): unlikely. Novopen is not working well (device malfunction): possible. Reporter comment: the reporter is sure that the novopen caused ketoacidosis for his child.

Event description:
Case description: investigation results: product name: novopen 4, batch number: jvgv307. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities were detected. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities were detected. Final manufacturer's comment: 17-aug-2022: the suspected device (novopen 4) has been returned to novo nordisk for evaluation. Upon investigation, device was found to work as specified. No device problem found. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary. Product name: novopen 4, batch number: jvgv307. The batch documentation was reviewed. No abnormalities relating to the observed problem were found.the batch documentation has been reviewed and found to be normal.visual examination and functional testing were performed.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.during examination of the product, no irregularities were detected.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.during examination of the product, no irregularities were detected.